Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, two tubes had blue caps instead of yellow. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, two tubes had blue caps instead of yellow. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos indicated that an incorrect cap (dark blue) had been applied to the sstii tube, which typically has a gold cap. Upon visual inspection of 100 retained samples, no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect cap color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.